Event description:
It was reported that the device triggered the elective replacement indicator (eri). Upon device interrogation, a power reset (por) was noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 4076-52 non-defib lead 2005 (B)(6). (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri). Upon device interrogation, a power reset (por) was noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.